Event description:
A surgeon reported that he and his partners noted that occasionally they were having difficulty judging depth when performing yag laser procedures, due to glistenings in the intraocular lens (iol). The surgeons had no specific pt to report. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon was unwilling to complete the questionnaire. (B) (4)